Event description:
Patient had the lvad implanted in 2014. 8.5 years later, family notified patient¿s care team that the patient was found at her home deceased. Per the family, the backup controller was found connected to the patient¿s driveline and both batteries were connected at power port 1 and power port 2 of the backup controller. The primary controller was near the patient with no power sources attached. The family verified the controller driveline and battery connections on the backup controller connected to the patient. Per vendor¿s report the backup controller was powered on at 2:28 pm the day before patient was found with one of the batteries from the primary controller. The vendor indicated that there were no alarms on the primary controller unit before 2:55 pm, which was a primary controller loss of power. Per the vendor¿s data report, the backup controller was never connected to the patient¿s driveline. The patient was well educated on the use of the lvad and had been trained and successful in controller exchanges in emergent situations. The patient had a scheduled appointment the next day for routine evaluation of the lvad and was aware of program instructions to not perform a controller exchange unless it was an emergency.